Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: hi mg/dl, which on the system indicates a result in excess of 600 mg/dl, (system 1) and 145 mg/dl (system 2). Readings occurred with the same vial of test strips. No adverse event reported. Return of the suspect device was requested for evaluation.